Event description:
Operating room personnel were attempting to defibrillate a pt using internal paddles. The physician connected the cable directly to the defibrillator paddle connector and charged the defibrillator however was unable to transfer energy because there were no discharge switches on the paddles. The paddles are designed to be used in conjunction with an adapter which has discharge switches. The operator dumped the charge, connected the standard paddles and countershocked the pt successfully.